Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks after the implant of a leadless implantable pulse generator (ipg), the threshold was increased. The device was reprogrammed and thresholds was decreased. The device remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.